Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The right ventricular defibrillation coil conductor was fractured in-vivo at the crimp of the cross-grove. The rv internal defib conductor was fractured at the proximal rv coil cross groove at 58.5 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 407652 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was suspected to be fractured at the rv defibrillation coil. Additionally, the lead triggered alerts for undefined high pacing impedance, rv defibrillation coil impedance, and superior vena cava (svc) defibrillation coil impedance. The lead displayed oversensing. A lead integrity alert (lia) was triggered by the lead due to sensing integrity counter (sic) and high rate non-sustained episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.